Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lot of problems with her device. The ins kept moving around, hurting, and burning, and it was close to the surface. It was noted that two and a half weeks prior to (B)(6) 2017, the patient was changed to high density settings so she didn¿t feel stimulation. Lately, a week prior to (B)(6) 2017, the patient also could not get a full charge on the ins. The implanting doctor was going to do surgery on (B)(6) 2017 to manipulate the patient¿s implant; he came into the room and asked what he was doing for the patient then he said he couldn¿t help her and left. It was noted that the patient talked with a manufacturer representative on (B)(6) 2017. It was also noted that the patient did not have a managing healthcare professional as her pain management office closed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient started experiencing the stimulator moving around in (B)(6) 2015. The patient stated that nothing different had happened to lead to the burning, moving, and hurting. The patient stated that they saw their healthcare provider (hcp) in (B)(6) 2015 and was set up for surgery on (B)(6) 2016. The patient had the pre-operation done on (B)(6). On the day of the surgery the doctor checked into the room before the surgery, looked at the patient's stimulator location and stated that they couldn't do anything about it and walked away. The patient was given no instructions for follow-up and the patient and nurse were very confused. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.